Manufacturer narrative:
(B)(4). A companion sample was requested, but not yet received. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was discarded, but a companion sample was sent for complaint investigation. The sample was visually inspected and placed on a machine for priming with no abnormality observed. A batch review was performed on the associated lot (h10c10027 ) with no issues noted. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) stated that the homechoice (hc) was priming and that there was solution coming out of one of the lines. The tsr had the hp press stop and cycle the power. The tsr had the hp close all the clamps and take out the set. The hp stated that the solution was coming out of the patient line. The tsr had the hp load the set and press go. The hc self-tested okay. The tsr had the hp open the clamps and press go. The hc primed okay. The tsr explained that the hc would continue with therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that fluid came out of the patient line and maybe the blue line. The hp stated that the fluid just came out of the end while priming and no holes or defects were seen in the line. The hp was doing fine and continuing therapy on the cycler as usual.